Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to inspect and clean the cartridge and pneumatic tap area, discard the damaged cartridge, and fill a new one. The customer successfully completed the cartridge loading process and resumed insulin delivery. They were advised to monitor the system's performance, and no cartridge replacement was deemed necessary.